Manufacturer narrative:
Initial reporter section: occupation - unknown. Investigation evaluation: a product evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided we cannot complete a full evaluation. The photo clearly shows the part number on the label but the lot number was partially obscured by the catheter. The balloon was completely deflated in the photo and any leakage or damage could not be determined. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on the photo and statements describing the event. The device history record does contain a nonconformance that could potentially be related to the complaint. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hercules 3 stage wire guided balloon esophageal-pyloric-colonic are subjected to a visual examination and leak test to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding this report: based on the information provided that the device was used on a pediatric patient, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The balloon burst at the distal part when it reached 3 atm, dilating only 8 mm. Another balloon was used to finish the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.